Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm long sacular abdominal aortic aneurysm. The proximal neck had mild angulation and mild calcification. It was reported that a type iii endoleak was observed in the stent graft. The physician elected to use two aneurx iliac cuffs reline the graft from the flow divider down to the common iliac artery, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention required) - evaluation: results - endoleak. Graft material. Conclusion: graft material.